Event description:
This lead was explanted and replaced during a routine device change-out, due to loss of capture and intermittent undersensing. The lead was damaged during the revision. There were no adverse patient side effects reported. The patient got an epicardial lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.